Manufacturer narrative:
It is unknown if the sample device is available for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during a retroperitoneoscopic simple nephrectomy, it resulted in an avulsion of the lumbar vein. The hem-o-lok clip remained attached (engaged) to one jaw applicator after its locking. To disengage clip from the clip applicator before removal of clip applicator from the retroperitoneal space; a suture repair of the renal vein was performed. The report states that the pt is fine.